Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a light adjustable lens (lal, sn (B)(6) was explanted on (B)(6)2024 due to the patient's complaint of superimposed images. Five days following replacement with a monofocal iol, the patient's symptoms were not resolved. Rxsight's first awareness of this event was on (B)(6)2024.